Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that an altitude alarm occurred. While the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 250 mg/dl. Reportedly, customer reset pump and alarm cleared.